Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base on the exterior of the grips. Cables and wires showed no signs of thermal damage or breakage. No additional damage was found on the instrument. The instrument passed the electrical continuity test. The failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the customer conducted an inspection and observed a damaged pulley on the maryland bipolar forceps (mbf) instrument. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument operated without issue during the last usage exhibiting no unintended energy discharge or arcing. The instrument was inspected during central processing and found damage on the pulley.